Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed that user credential management was handled by the hospital it (active directory) and bd/pyxis dis not have access to modify or manage user accounts. Advised the customer that the impacted user must contact hospital information technology (it) for credential support.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, user accounts were getting locked out repeatedly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.